Event description:
Per the clinic, the patient experienced an infection around the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.